Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in an exactamix 1000ml eva tpn bag after being filled with an unspecified solution. The reporter advised that the bag had been filled using a 0 2 micron filter, and the particle was too large to have passed through the filter. The filter was used during compounding and was located directly upstream of the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was found that the gowning material used by the customer is composed of polyester and carbon, and the filter material used is polyethersulfone. The gowning material used by the manufacturing facility is 100% polyester. The particle likely came from a scrap of gowning material. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was sent by the customer to a non-baxter lab for evaluation. The non-baxter lab identified a translucent fiber during stereomicroscopic inspection. The fiber sample was analyzed using fourier transform infrared spectroscopy (ftir) and was found by the lab to be consistent with polyester material, with inclusions containing sulfur and barium. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.